Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The chronic totally occluded target lesion was located in the superficial femoral artery (sfa). A 300cm v-14 controlwire was advanced to the lesion. However, during the procedure, the tip of the device broke off and remained in the leg, unable to be retrieved. No patient complications were reported and the patient's status was okay.